Manufacturer narrative:
No service was requested by the user facility who used a third-party service provider for investigation. The pressure transducer pcb (printed circuit board) was reportedly replaced. No parts or ventilator logs were returned for investigation. Since the replaced was not returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).